Event description:
Attempted intubation and the light was not working. The source light on the fiberoptic handle would not light up. Batteries were fresh, handle and blade were inspected at the start of shift and were working appropriately. Failure of the device prolonged securing an advanced airway in the pt by approx 2 minutes.